Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2020-02666. It was reported that during an ipg replacement on (B)(6) 2020 (manufacturer reference number: 3006705815-2020-02644), the physician mistakenly explanted one of the leads. The ipg was connected to one lead. Effective therapy was restored post operatively. It is unknown which lead was explanted and both are being reported.